Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number (B)(4). Four (4) used samples and one photo was provided for evaluation. A visual evaluation was performed and it was noted that the spikes were missing causing the roller clamp to slide off the set, which caused the leakage. Additional inspection, confirmed that solvent was present on the end of the tubing where the spike should have been. While the exact root cause was not determined, the reported defect was confirmed. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. An approved project is in place to replace the current hand pump in order to address the issues of leakage. Additionally, increased inspections at the tubing/spike joint have been put in place during manufacturing to identify any abnormalities prior to product release. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Event 3: as reported by the user facility: it was reported that the tubing leaked during use. No patient injury.